Event description:
The pt is reportedly experiencing sound quality issues and intermittences. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Device revision surgery will be scheduled.